Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection found sensor needle bent inside sensor base.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer reported the introducer needle fractured while in the body. Customer reported that they did not received medical treatment as a result of the needle fracturing while still in the body. Sensor insertion location was abdomen. Prior to insertion when it came out of the box customer noticed that introducer needle was hard to remove. Sensor was not worn. No harm requiring medical intervention was reported. The sensor will be returned for analysis.